Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. A root cause could not be determined. A replacement transmitter was sent to the customer. Due to alerts, customer's blood glucose (bg) was 503 mg/dl. Correction bolus and manual insulin injections were administered to address bg.